Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a fibrin sheath removal [port cahteter] procedure within the interventional radiology department, the head of a vascular snare device detached within the patient. CT demonstrated the location of the foreign body within the patient's azygous vein. The physician states that he felt the snare kink at first, then while trying to re-sheath the snare device it snapped, and the head detached form the snare device. The physician was unable to retrieve the detached snare head from the patient after several failed attempts. The physician stated that the foreign body removal at this stage is unnecessary due its location within the patient. Surgical removal of the foreign body will be reevaluated if the patient experiences any problems.